Event description:
The event involved a tego¿ connector where it was reported a faulty tego cap-poor flows. A new tego applied- improved. No issues with patient-asymptomatic impact of incident. Invasive procedure was not provided or not applicable. There was patient involvement and no patient harm.

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. No device history report (DHR) lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided. Additional contact: (B)(4). (B)(6).